Event description:
Pt hospitalized 7 years ago for dka and again in 2009 for dka. Problem was thought to be user error at the time, and has since then been informed that there is a problem with the infusion set. Pt was not receiving her insulin correctly.